Event description:
A report was received on (B)(6)2017 that the patient will be undergoing palliative radiation therapy for a large tumor located in the ipg pocket. The ipg pocket is located in the sub-clavicular region of the chest. It was noted that a large dose of radiation is expected to be directed to the ipg site. An explant was ruled out by the treating physician due to the risk of the cancer spreading. The tumor was assessed as being unrelated to the device. On 22june2017, additional information was received that the patient is now deceased. No further information can be obtained regarding the patient's tumor.

Manufacturer narrative:
Additional information was received that the patient's death was not device related. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received on (B)(6)2017 that the patient will be undergoing palliative radiation therapy for a large tumor located in the ipg pocket. The ipg pocket is located in the sub-clavicular region of the chest. It was noted that a large dose of radiation is expected to be directed to the ipg site. An explant was ruled out by the treating physician due to the risk of the cancer spreading. The tumor was assessed as being unrelated to the device. On (B)(6)2017, additional information was received that the patient is now deceased. No further information can be obtained regarding the patient's tumor.